Event description:
It was reported that a failure to maintain pressure occurred. A 5.0mmx100mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during procedure, it was noted that the balloon failed to hold pressure after it was being inflated. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were five pinholes at the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a failure to maintain pressure occurred. A 5.0mmx100mmx135cm (4f) sterling balloon catheter was inflated but would not hold pressure. The procedure was completed with another of the same device. There were no patient complications reported.